Event description:
Information received indicates that the oxygenator leaked from the venous side during use. The patietn remains on ECMO with no reproted complications.

Manufacturer narrative:
H3 ananlysis: visual inspection of the returned product shows evidence of a leak form the end-cap area of the unit. No signs of leakage were observed at either of the 2 gas ports. Testing with liquid revealed a leak from the inlet side of the end-cap, and no additional leaks from other sources. Conclusion: reduced device performance occurred and was related to the event. There has been no report of patient complications.